Event description:
New information received notes that programming changes were made to the implantable cardioverter defibrillator to resolve the backup vvi mode. Following the changes, diagnostics anomalies were noted. No device intervention was performed. The patient had no adverse consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the implantable cardioverter defibrillator went into backup vvi mode. No intervention was performed. The patient was in stable condition and will continue to be monitored.